Event description:
It was reported stroke symptoms occurred. A left atrial appendage (laa) closure procedure was performed, and a 24 mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. The patient was cleared to discontinue plavix medication on (B)(6) 2026. On (B)(6) 2026, the patient presented to the emergency department with stroke symptoms of right sided facial droop, slurring speech and no use/weakness of right sided limbs. The patient was treated with tenecteplase (tnk). On (B)(6) 2026, the patient had a transesophageal echocardiography (tee) that showed no evidence of a thrombus in the left atrium or on the closure device. The device was seated in the correct position with no leaks noted. The patient remained in the hospital with no resolution to symptoms and was discharged to a rehabilitation facility on (B)(6) 2026.